Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿concerns about alcl¿, ¿knot in right breast¿, ¿very uncomfortable¿, and ¿shoulder hurts¿. Additionally, the physician reported "implant rupture." The device remains implanted. This record represents the right side.

Event description:
Patient reported ¿concerns about alcl¿, ¿knot in right breast¿, ¿very uncomfortable¿, and ¿shoulder hurts¿. Additionally, the physician reported "implant rupture." The device has been explanted. This record represents the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and opening extended on radius. A visual and microscopic analysis was performed which identified sharp opening on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
Corrected data: reason for reoperation: patient's ¿concerns about alcl¿, ¿knot in right breast¿, ¿very uncomfortable¿, ¿shoulder hurts¿ and "implant rupture."

Event description:
The device has been explanted.